Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was damaged. The part that holds the cartridge broke off. The customer was unsure how the damage occurred. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.